Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, it was reported that a smart coil ¿detached, but not properly¿. No further information is available. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pull wire was retracted from the pusher assembly distal detachment tip (ddt). The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned smart coil revealed that the pet lock was separated on the proximal end of the pusher assembly. If the pet lock is separated and retracted on the proximal end, the embolization coil will become detached. Based on the returned device, the embolization coil was detached properly. The root cause of the reported event was unable to be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.